Event description:
New information states that the transcutaneous electrical nerve stimulation unit was used for an unrelated issue on the patient's spine. The patient has been instructed to not use that treatment again. After secure sense was turned on, the event was resolved. Patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received inappropriate shock due to electromagnetic interference. No patient symptoms were reported. Upon review in clinic, it was discovered that the patient was using a transcutaneous electrical nerve stimulation (tens) unit on the lower pack for unrelated back pain. Programming changes were made. No further information was provided.